Event description:
Fluid dripping from pump, it was identified to be dripping from the tubing in the channel of the pump. Leak was identified midway through pepcid infusion. Small puddle was found on floor. FDA safety report ID # (B)(4).